Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.